Event description:
Patient contacted dexcom technical support on (B)(6) /2014 to report cgm inaccuracy compared to blood glucose meter on (B)(6) 2014. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4). Dexcom reviewed receiver data on 10/06/2014. The complaint of inaccurate readings was confirmed. The receiver ((B)(4)) that was used with the complaint device was returned for evaluation. The returned complaint device was visually inspected and no defect was found. A review of the receiver data log confirmed a hardware error code. The root cause was determined to be a hardware component failure.